Event description:
The customer reported that following a diagnostic catheterization procedure on may 8, 2000, a vasoseal vhd kit size 5 was deployed. Later a 1.5 cm piece of the vasoseal sheath was surgically removed from the pt's right groin. No further complications were reported.